Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been two other similar complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A supply manager reported that during an intraocular lens (iol) implant procedure, when the iol was going to be implanted the doctor noticed that the iol was broken. Additional information was provided indicating that the patient did not have any contact with the delivery system, also confirmed that the lens was broken at the moment of implant, which means the cataract had been extracted; but this action does not include contact with the patient and the product.

Manufacturer narrative:
Product evaluation: the device with the lens was returned. The plunger is oriented correctly. Viscoelastic is observed in the device. A large amount of viscoelastic is observed on top of the plunger in the barrel of the device. This may indicate the plunger was advanced and retracted. The plunger was returned advanced over edge of the lens. The lens is just inside the nozzle entry area the trailing haptic and optic are broken by the plunger. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if the qualified product was used. A plunger override was observed which damaged the lens. A large amount of viscoelastic was observed on the plunger shaft inside the barrel. This may indicate the plunger was advanced and retracted. The root cause for the observed override cannot be determined. The manufacturer internal reference number is: (B)(4).